Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 50c peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at initial inflation before 6 atmospheres. The device was removed without any issues. A balloon pinhole in two areas were noted. The procedure was completed with a different device. No patient complications were reported and the patient is in good condition.

Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 50c peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at initial inflation before 6 atmospheres. The device was removed without any issues. A balloon pinhole in two areas were noted. The procedure was completed with a different device. No patient complications were reported and the patient is in good condition. It was furher reported that the 80-90% stenosed target lesion was located in a mild to moderately tortuous and moderately calcified artery.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).